Manufacturer narrative:
The ge service rep repaired the iris collimator guide. He re-seated pcb's and connections in workstation and mainframe. The system is working as intended.

Event description:
The customer reported that the system intermittently lock ups and a "iris stuck" message displays at boot up. A reboot was needed to proceed.